Event description:
Philips received a report where a customer reported a pipe on one of the sites air conditioning units had broken and water spilled onto the patient support while the system was not in use, causing uncommanded motion of the patient support when the system was turned back on.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).